Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00899. It was reported the patient lost stimulation after suffering a fall. Lead diagnostics were normal and x-rays showed minimal movement from the right lead. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00899. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017, where the leads were repositioned after x-rays confirmed lead migration. Additional follow up identified the patient is now receiving effective stimulation coverage.